Event description:
The treated patient reported will need gingival surgery. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions: orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums". No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required surgery (required intervention to prevent permanent impairment or damage) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required gingival surgery, and the date (b3) is based on the timelines reported to align and compared to the patient information.